Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the invesitgator was unable to duplicate the complaint about the keypad. The keypad was found to be intact with no evidence of peeling or damage. All keys were responsive. The keypad cover was removed with no evidence of contamination observed on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.